Event description:
A hospital in (B)(6) reported to our distributor that water was not feeding into an mr290 autofeed humidification chamber after the bag spike was connected to a water bag. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed a break between the water feedset tube and the connection to the chamber dome. The surface of the break was rough (not smoothly cut). A lot check revealed three other complaints of this nature for lot number 120705. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any chambers with holes or leaks in the feedset are identified during this process and discarded. This suggests that the damage occurred after the chamber was released for distribution. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).